Event description:
A malfunction alarm reported did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was informed they could continue using the pump and advised to call back if the malfunction recurs. No additional information regarding the outcome of the event was received.